Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Reportedly, calibration was not performed at least every 12 hours. The sensor was inserted at the abdomen on (B)(6) 2018. No additional event or patient information is available. Data was provided, however the report of an inaccuracy could not be confirmed. A root cause could not be determined via data. Labeling indicates: calibrate at least once every 12 hours. Calibrating less often than every 12 hours might cause inaccurate sensor glucose readings. Consequences: missing a severe low or high blood glucose event or making a treatment decision that results in injury.